Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user experienced issues with calibration for ammonia since (B)(6) 2012 and received a questionable result for one patient sample. The initial result was <10 ug/dl from a sample drawn at a clinic. When the sample was repeated, the result was 89 ug/dl and this result was reported outside the laboratory. The sample was tested an additional time and the result was 40 ug/dl. A nurse at the treatment center was informed that the result of 89 ug/dl was not reliable and the doctor requested the patient be redrawn. On (B)(6) 2012, the patient went to the ER for several reasons including the questionable ammonia result and was redrawn. The result from the second sample tested on analytical p module analyzer serial number (B)(4) was 61 ug/dl which was considered to be the correct result. The patient was not admitted to the ER or to the hospital for observation. The patient was not adversely affected. The ammonia reagent lot number was 64817901 with an expiration date of 09/30/2012. It was noted the user was not using the recommended sample rack adapters. The field service representative determined the r2 probe was hitting the sides of reagent bottles during r2 aspiration due to a misadjusted r2 reagent disk. He checked for proper probe adjustments, condition of the sample and reagent mechanism line and syringe tubing. He checked the rinse and vacuum tubing for proper dispense and evacuation of cells and checked for proper gear pump and vacuum pressure. He observed dried reagent along the entire length of the r2 probe, indicating it was in too close contact with the reagent bottle during aspiration. He cleaned the r2 probe and adjusted the r2 reagent disk position. He performed a reagent vertical probe adjustment and verified the r2 probe was centered over the reagent bottle opening during aspiration. To verify the analyzer operation, the user ran successful calibrations and quality control on all chemistries which recovered within their guidelines. The user performed multiple assay precision runs and all results were within their guidelines.